Event description:
The manufacturer received information alleging that when pressing the start button after turning the device on, "device inoperative" alarm occurred. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The error log was checked, and a ventilator inoperative error code was found. The device's main board was replaced to address the issue. Additionally, unrelated to the ventilator inoperative error code, other error codes were found. An error code related to the state observer detecting error in resolving, an error code related to during run time motor speed dropped below 2200 rpm motor speed, an error code related to the coin cell voltage being outside of its valid range of 1.65 to 3.6v and an error code related to the software detecting motor over-current condition on its break pin. The device's main board was replaced to address the issues.